Event description:
It was reported that a malfunction occurred with the pump, displaying a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, which the customer followed. The issue did not recur, and the customer was advised that they could continue using the pump but should call back if any issues arise again.